Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent a left unicompartmental knee replacement surgery .subsequently, after the procedure it was discovered that the outer packaging label referred to the left medial tibial tray (item number (B)(4), lot 6273486), however, the patient labels referred to the right medial tibial tray (item number (B)(4), lot 6275173). The post-operative x-rays revealed that the correct, left tibial tray was implanted, as planned.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaint database has found no similar complaints reported with the reported items. A (B)(4) and subsequently (B)(4) have been created. Investigation has shown that at the time of label printing the line clearance process was not completed adequately between printing labels for different batches, resulting in a label for first batch being picked up and placed with the label set for the second batch. During the packing process the missing label for the first batch was reprinted with no line stop to determine the location of the missing label - following reprint the first batch was fully verified and packed. The second batch did not complete the full verification during packing, with only 7 of 9 units being processed through the 4-way label verification. Corrective action (B)(4) has been initiated to investigate further.

Event description:
Incorrect patient labels in the packaging.